Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the heartstart mrx indicating that the ECG cable does not work. The device was in use at the time of the event, however, there was reportedly no patient harm. A philips field service engineer (fse) provided remote support to the customer and it was determined that the 3 lead cable had worn terminals. The customer was sent a replacement leadset as well as a new trunk cable to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.